Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, right-side "intracapsular rupture" confirmed via MRI. And exchange of textured devices, due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right-side "intracapsular rupture" confirmed via MRI and exchange of textured devices due to patient's concern with product. Device has been explanted.